Event description:
Boston scientific received information that an unspecified patient was reportedly hospitalized due to worsening heart failure as a result of the device to appropriately mode switch. Additional information was sought from the local area sales representative, however, at this time, additional information was not available. No further patient information was known.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.